Manufacturer narrative:
Additional information: device manufacture date: in the initial report on the year of manufacture was provided. The manufacturing site has now provided the month of manufacture, 12/2016. The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: at the time of this report, the date of the event is unknown. (B)(6). Device manufacture date: 2016 the field service specialist (fss) visited customer site and confirmed system emitting smoke and giving errors. Fss found the blown capacitor (c115) on subsystem controller (ssc) board to be responsible for the smoke emission; therefore, the subsystem controller board was replaced, which resolved the issue. Fss also replaced the maxdrive board on the system as a proactive measure. Fss also checked all the remaining boards for any burnt components and no other damages were detected. Upon boards replacement, the system powered up successfully and was tested thoroughly. Fss completed the field service checklist, which the system passed and it was found to meet the required specifications. The system was monitored until (B)(6) 2017 and it was found functioning properly. All pertinent information available to the manufacturer has been submitted.

Event description:
The account reported that errors (139 -fluidics vacuum sensors disagree error; 122 -fluidics dump valve fault, and 284 -phaco power supply error) occurred on the system and strong smoke smell detected by surgeon. There was no patient involvement reported as the issue occurred upon system startup and patient treatments were not delayed or cancelled as the customer has three signature systems.